Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated a lead warning alert.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert triggered. It was noted that the rv lead exhibited low pacing impedance. No intervention was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.